Event description:
It was reported that the pump time was incorrect. Reportedly, the customer contributed the time inaccuracy to possible use error, but could not confirm. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 349 mg/dl.